Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information from the robotics coordinator: there were no signs of thermal damage reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. Additional findings not related to customer reported complaint: the instrument was found to have damaged conductor wire insulation at the distal end. There was no thermal damage and no missing material. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, there was a crack identified at the distal end of the fenestrated bipolar forceps instrument. There was no report of patient involvement.